Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of the right total knee to address pain/stiffness. Date of implantation: (B)(6) 2016; date of revision: (B)(6) 2019; (right knee).

Manufacturer narrative:
(B)(4).

Event description:
The patient underwent a right knee revision due to pain, stiffness, instability, and patellar loosening at an unknown interface. The tibial tray and femoral component were retained. The surgeon noted increasing the size of the tibial insert to address instability. Unknown cement was used during the primary operation. Doi: (B)(6) 2016; dor: (B)(6) 2019; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.